Event description:
Caller reported an incident of hyperglycemia requiring hospitalization within 24 hours of having attempted unsuccessfully to use the compact plus system due an unspecified reason, stated he cannot remember what was displaying on the screen of the meter. A request was made for the return of the meter and strips, replacement was sent.